Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: g3, h2, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. "Broken." Flickering image due to kink/twisted cable. The most probable cause of the identified failures is cause traced to component failure. A definitive root cause however cannot be identified. A device history review (DHR) was completed, and no issues were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the camera head was broken. The issue occurred during preparation of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the camera head was broken. The issue occurred during preparation of an unspecified procedure. There were no reports of patient harm.